Manufacturer narrative:
Investigation ¿ evaluation it was reported that the zenith flex aaa endovascular graft bifurcated main body (tffb-36-113-zt) landed lower than expected during an endovascular aneurysm repair (evar) and required an additional graft to extend proximally. An unknown patient was sized for a tffb-36-113-zt. On the final angiogram, the device landed a centimeter distal to the expected lz (landing zone). The aorta measured 28-32mm distal to the renal arteries. There are no available intra-op or post op images, only the provided computed tomography angiography (cta). Calcification and tortuosity were present in this case. There was minimal angulation (12 degrees) relative to the suprarenal aorta. There was minimal angulation of the aneurysm neck relative to the long axis of the abdominal aortic aneurysm (aaa). Angulation in the iliac arteries was present, but nothing extreme. User error, "lack of cranial" (inadequate non-aneurysmal neck), and a posterior tracking aorta were suggested as possible contributing factors to the graft landing lower than desired. The tffb was not difficult to deploy, and the delivery system was rotated together as per the instructions for use (IFU). There was no need for additional intervention. The user extended with a zenith flex with z-trak aaa endovascular graft main body extension (esbe-36-73-zt) and landed at the renal arteries, where the physician wanted. As reported, the patient did not require an additional procedure or experience any adverse effects due to this occurrence. Reviews of the documentation including the complaint history, device history record, drawing, quality control procedures, and instructions for use (IFU) of the device, were completed during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, three still images were provided for expert image review. The reviewer noted that, ¿I don¿t identify significant findings that could assist with this case. I agree that the comments provided by the rep are reasonable. It is true that tortuosity can increase the amount of tension required to deploy the devices.¿ additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no discrepancies that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The product IFU, t_zaaaf_rev5 ¿zenith flex aaa endovascular graft with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: 2 indications for use the zenith flex aaa endovascular graft with the z-trak introduction system is indicated for the endovascular treatment of patients with abdominal aortic or aortoiliac aneurysms having morphology suitable for endovascular repair, including: adequate iliac/femoral access compatible with the required introduction systems, non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15 mm with a diameter measured outer wall to outer wall of no greater than 32 mm and no less than 18 mm, with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta. Iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall). 4 warnings and precautions 4.2 patient selection, treatment and follow-up the zenith flex aaa endovascular graft is designed to treat aortic neck diameters no smaller than 18 mm and no larger than 32 mm. The zenith flex aaa endovascular graft is designed to treat proximal aortic necks (distal to the lowest renal artery) of at least 15 mm in length, iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of endovascular repair. Key anatomical elements that may affect successful exclusion of the aneurysm include sever proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15mm); an inverted funnel shape (greater than 10% increase in diameter over 15mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. ¿ adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. 4.5 implant procedure appropriate procedural imaging is required to successfully position the zenith flex aaa endovascular graft and assure accurate apposition to the aortic wall. Inadvertent partial deployment or migration of the endoprosthesis may require surgical removal. Unless medically indicated, do not deploy the zenith flex aaa endovascular graft in a location that will occlude arteries necessary to supply blood flow to organs or extremities. Do not cover significant renal or mesenteric arteries (exception is the inferior mesenteric artery) with the endoprosthesis. Vessel occlusion may occur. During the clinical study, this device was not studied in patients with two occluded internal iliac arteries. Do not attempt to re-sheath the graft after partial or complete deployment. Repositioning the stent graft distally after partial deployment of the covered proximal stent may result in damage to the stent graft and/or vessel injury. Inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. Fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and desired procedural outcome. Avoid damaging the graft or disturbing graft positioning after placement in the event instrumentation (secondary intervention) of the graft is necessary. 5 adverse events 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: death embolization (micro and macro) with transient or permanent ischemia or infarction endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion surgical conversion to open repair. 11 directions for use anatomical requirements iliofemoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories. Arterial conduit techniques may be required. Proximal aortic neck lengths should be a minimum of 15 mm with a diameter measured outer wall to outer wall of 18-32 mm. Iliac artery distal fixation site should be greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall). Pre-implant determinants verify from pre-implant planning that the correct device has been selected. Determinants include: 1. Femoral artery selection for introduction of the main body system (i.e., define respective contralateral and ipsilateral iliac arteries). 2. Angulation of aortic neck, aneurysm, and iliac arteries. 3. Quality of the aortic neck. 4. Diameters of infrarenal aortic neck and distal iliac arteries. 5. Distance from renal arteries to the aortic bifurcation. 6. Length from the aortic bifurcation to the internal iliac arteries/attachment site(s). 7. Aneurysm(s) extending into the iliac arteries may require special consideration in selecting a suitable graft/artery interface site. 8. Consider the degree of vascular calcification 11.1.4 vascular access and angiography 2. Perform angiography to identify level(s) or renals, aortic bifurcation and iliac bifurcations. 11.1.5 main body placement 4. Before insertion, position main body delivery system on patient¿s abdomen under fluoroscopy to determine the orientation of the contralateral limb radiopaque marker. The sidearm of the hemostatic valve may serve as an external reference to the contralateral limb radiopaque marker. 5. Insert main body delivery system over the wire, into the femoral artery with attention to sidearm reference. Caution: maintain wire guide position during delivery system insertion. Caution: to avoid any twist in the endovascular graft, during any rotation of the delivery system, be careful to rotate all of the components of the system together (from outer sheath to inner cannula.) 6. Advance delivery system until the four gold radiopaque markers (which are positioned 2 mm from the most proximal segment of the graft material) (fig. 9, illustration 1) are just inferior to the most inferior renal orifice. 7. Verify position of wire guide in the thoracic aorta. Ensure the graft system is oriented such that the contralateral limb is positioned above and anterior to the origin of the contralateral iliac. If the contralateral limb radiopaque marker is not properly aligned, rotate the entire system until it is correctly positioned halfway between a lateral and an anterior position on the contralateral side. Note: radiopaque cannula on each stent between the renal arteries and the contralateral limb align with the contralateral limb radiopaque marker. 8. Repeat the angiogram to verify the four gold radiopaque markers are 2 mm or more below the most inferior renal orifice. 11.1.7 main body proximal (top) deployment 1. Perform angiography through an angiographic catheter to verify position of the endovascular graft with respect to the renal arteries. If necessary, carefully reposition the covered portion of the endovascular graft with respect to the renal arteries. (Repositioning can only take place over a small range of distance at this stage.) Note: ensure patency of renal arteries by confirming that the proximal graft markers are 2 mm or more below the lowest patent renal artery. If resistance is felt or system bowing is noticed, the trigger-wire is under tension. Excessive force may cause the graft position to be altered. If excessive resistance or delivery system movement is noted, stop and assess the situation. If unable to remove the top stent trigger-wire release mechanism from the top cap, perform the following steps under fluoroscopy. Evidence provided by the complaint facility, device failure analysis, DHR, complaint history, and manufacturing documents suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, expert review of images provided, and the results of this investigation, a definitive cause for the failure could not be established. The representative noted that the device did not experience any difficulty during deployment. It was suggested by the representative that possible contributing factors to the failure included potential user error and a lack of cranial positioning during deployment. They observed that the aorta was tracking posteriorly and that a more extreme cranial position may have facilitated a better landing proximally. The cook global product manager agreed that the comments provided by the cook representative are reasonable. She further added that tortuosity can increase the tension required to deploy the devices. It is possible that unintended user error and patient anatomy contributed to the issue. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3 - device evaluated by mfg? Device remains implanted. No device return. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the zenith flex aaa endovascular graft bifurcated main body (tffb-36-113-zt) landed lower than expected during an endovascular aneurysm repair (evar) and required an additional graft to extend proximally. An unknown patient was sized for a tffb-36-113-zt. On the final angiogram, the device landed a centimeter distal to the expected lz (landing zone). The aorta measured 28-32mm distal to the renal arteries. There are no available intra-op or post op images, only the provided computed tomography angiography (cta). Calcification and tortuosity were present in this case. There was minimal angulation (12 degrees) relative to the suprarenal aorta. There was minimal angulation of the aneurysm neck relative to the long axis of the abdominal aortic aneurysm (aaa). Angulation in the iliac arteries was present, but nothing extreme. User error, "lack of cranial" (inadequate non-aneurysmal neck), and a posterior tracking aorta were suggested as possible contributing factors to the graft landing lower than desired. The tffb was not difficult to deploy, and the delivery system was rotated together as per the instructions for use (IFU). There was no need for additional intervention. The user extended with a zenith flex with z-trak aaa endovascular graft main body extension (esbe-36-73-zt) and landed at the renal arteries, where the physician wanted. As reported, the patient did not require an additional procedure or experience any adverse effects due to this occurrence.